Event description:
It was reported that the bd ultra-fine¿ insulin syringe had scale marking issues. The following was translated from japanese to english: the customer reported that the cap could not be removed and scale print was unclear.

Manufacturer narrative:
H6: investigation summary customer returned (2) 0.3ml 29g 1/2in syringes loose. The customer reported that the scale print was unclear. The returned syringe visually examined and observed one syringe with partially missing scale markings. A review of the device history record was completed for batch #2269215. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Based on the return samples, embecta was able to confirm the customer indicated issue. Root cause analysis: there was one dispatch (dispatch# 159789) in l2l noted for ¿missing print after pad change¿ that pertained to the scale mark missing complaint. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had scale marking issues. The following was translated from japanese to english: the customer reported that the cap could not be removed and scale print was unclear.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.